Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that  the caller stated patient was seen previously in (B)(6) 2021 to reprogram for better coverage of low back and left leg. Caller stated patient likely noticed change in coverage a week or two prior to that appointment since that's when patient would have called to set-up the appointment. At that appointment, high impedances were found on contacts 1-4 and 9-12. Caller stated patient had fallen prior to that appointment and has fallen several more times since then. Today, upon checking impedances, additional contacts were high - contacts 0, 2, 4, 5, 10, 12, 13 but as caller was looking at results they also mentioned "possible short" (which would indicate low impedances). Caller stated that during reprogramming today, no matter which lead they programmed, patient was never able to feel anything on their left side and they would only feel sensation towards the ins site which is in their right, low back. Tss reviewed that beyond reprogramming further, likely lead(s) would need to be replaced. Caller was going to speak with hcp and review patient's x-rays.

Event description:
Additional information was received from the manufacturer representative. It was reported that there was no determination of why there are high impedances, but the patient noticed the change after falling. Rep has been able to program around the impedances.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.